Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a fracture was observed on the right ventricular lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.